Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the paramedics were called and the customer was taken to emergency room. Subsequently, admitted the customer was admitted to the intensive care unit due to a blood glucose (bg) level that ranged from 468-469 with high ketones. Customer was treated with intravenous saline and insulin while in the hospital, and was released from the hospital on (B)(6) 2023 with no permanent damage. The cause of the reported issue was unknown. A system check was performed by tandem technical support and determined that the pump functioned as intended.